Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with unknown blood glucose levels at the time of the incident. Customer was at 99 mg/dl at the time of the call. The customer has been experiencing lows for about 3 months. The customer was running an incorrect basal pattern. The customer also stated that they may have been stacking insulin based on how often they bolus. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Customer also called about basal rate adjustment questions. The insulin pump will not be returned for analysis.